Event description:
Intra-abdominal abscess. The pt gtt with a diagnosis of colitis, underwent surgical procedure in 2000. The procedure included a total proctocolectomy, ileo pouch anal anastomosis j pouch and loop ileostomy. The pt received four sheets of seprafilm (lot #389426) at this time. The pt had an uncomplicated course and was discharged in stable condition. The pt was re-admitted to the hosp a month and a half later with a diagnosis of intra-abdominal abscess. The pt went to surgery the next day to drain the abscess. Antibiotics were administered and the wound was left open with drains and gauze packing for further healing. The pt has recovered from the abscess and the physician has stated the event as possibly related to seprafilm.